Manufacturer narrative:
H3 other text : screws removed to be given to the patient.

Event description:
A patient was revised to address two fractured everest cannulated polyaxial screws at s1 approximately one year after implantation. This report captures the second of two everest polyaxial screws.

Event description:
A patient was revised to address two fractured everest cannulated polyaxial screws at s1 approximately one year after implantation. This report captures the second of two everest polyaxial screws.

Manufacturer narrative:
H6: coding has been updated to reflect investigation conclusion. H3 other text : screws removed to be given to the patient.